Event description:
Pt was undergoing a carotid enderectomy, r, surgeon was attempting to install a bard javid carotid bypass shunt. Upon installation and clamping the shunt slipped out of the artery, a second attempt was made and again the shunt slipped out of the artery. The third attempt dissected the artery and a new shunt was then used. This shunt was installed on the first attempt with no further problems. The family of the pt has requested the defective product, but the surgeon feels the shunt is defective and report's sending the unit in question and reporter is sending the unit in question and two additional shunts of the same and different lots for evaluation regarding this incident. Pt was sent to the ICU for evaluation and follow-up.